Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #unknown, lot #unknown. It was reported that the bd 3 ml syringe had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Quality issue. Could you please provide a further description of the issue? The photo shows a small piece of carboard behind the plunger of the 3ml syringe.

Event description:
Photo received.

Manufacturer narrative:
Investigation summary: one photo was received with the customer's complaint of foreign matter. The complaint can be verified with the photo alone but without further information like a physical sample for investigation the root cause remains unknown. Without a valid material and lot number the production history cannot be analyzed. A device history record review could not be performed because a model or lot number was not provided by the customer.